Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported cause of the leak was determined to be supply bag disconnected without falling. However the cause of the disconnection was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver discovered a leak in a disposable cassette. The patient was connected at the time of the event. This occurred during dwell one of four of peritoneal dialysis therapy. The care giver stated the cassette line became disconnected from the heater bag and leaked onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.